Manufacturer narrative:
Additional information for this case was received and the mdv report was updated. In addition, it is now mentioned by complainant, that the devices will be returned for investigation. However, so far, we did not receive them. We asked thereof again, for the return of them. Additional information was requested at complainant. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Additional information for this case was received: it is reported, that the patient underwent an initial tha in 1994 and the acetabular components (head and cup) were revised in 2002 (exact date unknown)due to unknown reason. It is also reported, that the patient underwent revision surgery on (B)(6) 2017 due to suspected infection and loosening of the acetabular component. During revision, necrotic tissue was removed.

Manufacturer narrative:
Additional information for this case was received and the MDR report was updated. Other additional information was requested at complainant and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Additional information for this case was received: it is reported, that the patient underwent revision surgery on (B)(6), 2017 due to loosening of the acetabular component, and not due to an infection. During revision, necrotic tissue was removed.

Manufacturer narrative:
Investigation results were made available. DHR review: device history records (DHR) for artek cup: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Device history records (DHR) for cls-stem: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Device history records (DHR) for metasul-femoral head: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information as been requested several time but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: item number 19.38.06: no trend considering the following event was identified: revision due to infection. Item number 91.36.38-58: no trend considering the following event was identified: revision due to infection. Item number 29.00.19-090: no trend considering the following event was identified: revision due to infection/septic loosening. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number, 6 similar events within 6 months for the same item number, 2 similar events for the same lot number. Review of event description: according to the received incident report, the patient underwent revision surgery due to suspected infection and loosening of the acetabular component. During surgery, necrotic tissue was found. The patient had initially underwent a primary right tha in 1994. It is assumed that only the cls stem in the current case was kept from this tha done in 1994. On (B)(6) 2002, patient underwent a revision surgery of the acetabular component of the thr due to unknown reasons. The revised implants are also unknown, the missing information has been requested but was not available. It is assumed that the artek cup and metasul head were implanted in this revision surgery. Later on, (B)(6) 2017, the patient underwent another revision surgery of the right thr due to suspected infection and loosening of the acetabular component. Additional information received on september 1, 2017 indicates that the patient reports a fall in 2012 and since then the right coxalgia has progressively increased. Patient did not have the clinical record of such interventions with him. Review of received data: on (B)(6) 2017 2x pelvis-view / right hip lauenstein-projection: non-cemented cup tilted in extremely steep inclination angle. Massive osteolytic bone defects around the cup and metaphyseal flaring (narrowing down of diaphysis) in the area of the proximal part of the non-cemented stem. On (B)(6) 2017 pelvis-view: postoperative situation after explantation of the total hip-arthroplasty with a drainage. No change in the appearance of massive osteolytic bone defects around the cup and metaphyseal in the area of the proximal part of the non-cemented stem. On (B)(6) 2017 2x pelvis-view / right hip lauenstein-projection situation after explantation of the total hip-arthroplasty with massive osteolytic bone defects around the cup and metaphyseal. According to the available x-ray images, the suspicion of infection of the non-cemented total hip arthroplasty on the right side mentioned for the revision surgery on (B)(6) 2017 can be reconstructed and thereby confirmed that a girdlestone-situation was surgically produced after removal of the total hip endoprosthesis. What has led to the infection situation can not be assessed on the basis of the available documents. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was mentioned by complainant, that the devices will not be returned for investigation. The retrieve of the explants from the hospital is not allowed for 3 years in order to be available in case of examination required by their authorities. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificates of the implants (except the metasul femoral head for which a valid lot number was not received) were reviewed and confirmed to be conforming to the respective sterilization specifications. Root cause analysis: root cause determination using dfmea (cup): septic loosening due to infection through contaminated implant. Possible: correct handling of the product is out of zimmer biomet control. Septic loosening due to surgeon implants a device although the expiration date has been reached. Not possible: expiration date of the cup is later than the implantation date. Septic loosening due to implant contaminated during or, resterilization. Possible: correct handling of the product is out of zimmer biomet control. Root cause determination using dfmea (head). Infection due to non sterile head implant due to incorrect sterilization method not possible: sterilization of the product is certified by sterilization specification. Septic loosening due to resterilization method as suggested in IFU fails. Possible: correct handling of the product is out of zimmer biomet control. Unsterile product due to improper handling during surgery due to unsafe use of device. Possible: correct handling of the product is out of zimmer biomet control. Root cause determination using dfmea (stem). Infection, septic loosening due to unsterile implant due to failure of sterilization procedure. Not possible: sterilization of the product is certified by sterilization specification. Septic loosening due to secondary infection, comorbitity (patient has an infection in another site of the body). Possible: during the revision of the acetabular components and head, it is possible that infection may have spread to the femoral area. Septic loosening due to resterilization method as suggested in IFU fails. Possible: correct handling of the product is out of zimmer biomet control. Conclusion summary: for the investigation of the case only the incident report with some additional information was received. Neither surgical reports nor office notes, photos of the explanted devices were returned. The only available x-rays are dated just before the last revision surgery and after the revision surgery where all the implants are removed and a gridlestone situation is present. The reported event of loosening of the cup and suspected infection based on the necrotic tissue found during the last revision surgery can be reconstructed by the received x-rays. No other previous x-rays were received to make a comment on the thr position and bone quality. The reported event of the patient's fall might have contributed to the failure of the system as well as inadequate postoperative treatment and wrong positioning of the implants during the revision surgery in 2002. Regarding the infection, it is not possible to find a root cause either. It is unknown at which point of time the infection had started. All of the sterilization certificates of the implants (except the metasul femoral head for which a valid lot number was not received) were reviewed and found to be conforming to the sterilization specifications. However, it has been noticed that the sterility expiration date of the cls stem is september 15, 1993, and the initial tha date was given as 1994 in the incident report, which means that an expired implant was used in the surgery. There are however no reports as proof for the primary implantation surgery to confirm that. It is possible that an expired implant might have initiated an infectious situation. Besides this theory, it is also possible that during the revision surgery in 2002, contamination of the newly implanted products might have been the initiation for the infection. Possible other reasons for the infection include secondary infection, comorbitity (patient has an infection in another site of the body) and fail of re-sterilization method as suggested in IFU. In conclusion, due to significant lack of valuable information, it is not possible to perform a meaningful root cause analysis of the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an metasul-femoral head 38 "m" on (B)(6) 2002 and underwent revision surgery on (B)(6) 2017 due to loosening of the acetabular component, and suspected infection. During revision, necrotic tissue was removed. The patient further reports a fall in 2012 and since then the right coxalgia (pain in the hip) has progressively increased.

Manufacturer narrative:
The actual device reported in this report is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Additional information was requested at complainant. Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a metasul-femoral head 38 "m" on (B)(6) 2015 and was revised on (B)(6) 2017 due to "post traumatic left gonarthrosis" and suspected prosthesis infection. Note: it was reported, that the device was implanted in 2015. However, the sales data complied for the device has shown, that this device is not sold anymore since 2003. Additional information for clarification of the event and circumstances was requested at complainant.